Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported the pt obtained elevated blood glucose readings for (B)(6), ranging from 200 mg/dl to 484 mg/dl. During this time period, the pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. The pt¿s wife noted a leak at the plunger end of the insulin cartridge. The pt reported there were no bent or kinked cannulas or infusion site issues. There was no adverse event associated with this issue.